Manufacturer narrative:
Siemens filed initial MDR 9610806-2024-00032 on 03-sep-2024. Additional information 21-oct-2024: siemens evaluated this issue and provided the following conclusion: calibration and quality control results were within acceptable ranges, and photometer data was evaluated with no findings between the discordant result and the acceptable repeat results. In addition, no process or hardware errors were noted at the time the discordant result was generated. Siemens also completed internal testing and could not reproduce the customer's observations. Atellica ch n latex flc lambda lot 473290a is performing as intended . A product problem has not been identified. No further evaluation of the device is required. In section h6 the investigation findings and investigation conclusion codes were updated.

Event description:
The customer reported the observation of a discordant n latex flc lambda result on an atellica ch analyzer. After the initial neat result, the customer performed 1:10 and 1:100 manual dilutions which were higher than the neat result and considered correct. The neat result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant n latex flc lambda result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center to report the observation of a discordant n latex flc lambda result on an atellica ch analyzer. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.